Event description:
Gambro renal products had previously reported electrostatic ECG artifact with the prisma model dialysis machine. Facility has experienced 3 separate incidents of this type while patients were being monitored with the zoll defibrillator. Gambro was contacted and verified the problems with the prisma model but had not received complaints with the c-3 model. The concern is actions/solutions recommended by gambro -wet tubing with ro water, label on machine and addendum in operators manual- may not be satisfactory. Other concerns relate to unk effects on other critical pieces of equipment -i.e. Bypass machine- as the equipment is used in various areas of the hosp.